Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was fractured. Additional information obtained from a field representative revealed that the cause of the fracture could not be determined. The lead was explanted and replaced. No additional adverse patient effects were reported.